Event description:
It was reported that during implant attempt, the lead could not be implanted due to the patient's anatomy and the lead curve. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: the full lead was returned. Analysis was performed and no anomalies were found.